Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the vacuum is contaminated and appears black. The following information was provided by the initial reporter: ¿the interior of the vacuum is contaminated and appears black."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jul-2022 h6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one sealed 22ga x 1.00in. Insyte autoguard unit from lot number 1200447. In addition, two photographs were also submitted which displayed similarities to that of the returned unit. Upon inspection of the unit received, a black foreign material was observed embedded in the device on the grip. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the vacuum is contaminated and appears black. The following information was provided by the initial reporter: ¿the interior of the vacuum is contaminated and appears black."